Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed near the 42cm depth marking. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas0529 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported that a PICC line had split. The female patient allegedly had a hole in her line where it enters the plastic cuff. Nurse wondered if this was due to pressure as their lines tend to kink at this point, particularly when there is not much line length after the secure a cath. The nurse stated that they end up bending the lines quite sharply to curve them back up the arm. This particular line was removed. The patient decided to complete her treatment without another catheter. Additional information received from facility reported that the PICC was placed on (B)(6) 2016 with right brachial placement for vein chemo and that the leak was subcutaneous. The line was removed on (B)(6) 2016.